Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited capturing and sensing the right atrial (ra) channel. They tried in other configuration but with similar observation. Boston scientific technical services (ts) discussed that it could be this lv lead pulled back or in an atrial branch of the coronary sinus as well as troubleshooting measures. This lv lead remains in service. No adverse patient effects were reported.